Manufacturer narrative:
(B)(4).

Event description:
The patient experienced increased baseline spasticity. Pump volumes were checked and measured equally. An MRI of the patient's neck and back showed no issues and a renal ultrasound showed no issue. A catheter dye study was done. Following the dye study, the patient experienced overdose symptoms. The device system was used to deliver baclofen. On (B)(6) 2011, it was reported that the patient no longer had the devices implanted.